Manufacturer narrative:
H.6. Investigation: thirty samples were received by our quality team for evaluation. These samples were subjected to visual inspection, the catheter leak test, the blood escape time test, and the time visualize flashback test. All samples passed these tests and no abnormalities were observed on the returned samples. Therefore, the investigation was not able to confirm what the customer experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology was damaged and still operable. There was also blood exposure. The following information was provided by the initial reporter: "- the blood-control system of some devices did not work causing the exit of the blood that has smeared the operator exposing him to biological risk; - many times the connection with the cone connector has been made very difficult due to the excessive force to be applied for the secure connection; - in a few cases the activation of the safety system caused the twisting of the catheter cannula; - in some cases the instaflash system did not work properly making it difficult to access the patient's vein".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Initial reporter facility name: (B)(6).

Event description:
It was reported that bd cathena safety IV catheter with wings bd multiguard technology was damaged and still operable. There was also blood exposure. The following information was provided by the initial reporter: "the blood-control system of some devices did not work causing the exit of the blood that has smeared the operator exposing him to biological risk. Many times the connection with the cone connector has been made very difficult due to the excessive force to be applied for the secure connection. In a few cases the activation of the safety system caused the twisting of the catheter cannula. In some cases the instaflash system did not work properly making it difficult to access the patient's vein".